Manufacturer narrative:
Retainer ring =black. Customer returned insulin pump for an alleged unresponsive keypad/blank display/cosmetic damage at the back of battery tube found on (B)(6) 2021. No blank display noted after battery insertion. Insulin pump received with an unresponsive keypad at all the buttons. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to unresponsive keypad. Insulin pump was cut open to perform visual inspection and found corroded keypad traces and moisture damage on pcba 1. Swapped out case and successfully downloaded history files and traces. Stuck button alarm was found in the insulin pump history files/traces started from 11:40 pm on (B)(6) 2021 to 2:00 am on (B)(6) 2021. Insulin pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Unresponsive keypad confirmed due to corroded keypad traces. Black display was not confirmed. Cosmetic damage was confirmed at the back of the battery tube. Moisture damage found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated that the pump got stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.